Event description:
(B)(4). Numbness, tingling and pain right side started shoulder down my arm to my fingers. Then proceeded over weeks to the back of my neck with a hot sensation to behind my ear and side of my face and head. Have been extremely dizzy, confused and fatigue. ER doctor said I had unexplained peripheral neuropathy after an EKG, CT scan, chest xray and blood work. I have been referred to a neurologist for more tests they stated I should have an emg. I am still experiencing all symptoms it's been about 3 weeks .